Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection and subsequently passed away due to the infection coincident with peritoneal dialysis (pd) therapy. On an unreported date, while hospitalized for another indication, the patient reportedly ¿received an unknown infection¿. The cause of the infection was not reported. Treatment was not reported. Subsequently, the patient passed away while in the hospital due to the ¿unknown infection¿. Pd therapy was ongoing until the time of death. It was unknown if the patient was connected to the homechoice or if the patient was performing pd therapy at the time of death. It was unknown if patient had a peritonitis event prior to death. It was unknown if an autopsy was performed of if a death notification was available. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.